Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that (B)(6) inserted into patient. Used as an infusion line on multiple occasions. (B)(6) doctor took blood sample. After taking the blood sample, flushed with 10cc syringe and locked with heparin. (B)(6) when the nurse tried to connect the route, it was clear that the base of the catheter had torn, so it was removed. Infusion was given via peripheral IV. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged catheter is confirmed and was determined to be use related. One 4fr single lumen groshong nxt clearvue catheter with a two-piece connector assembly was returned for evaluation. An initial visual observation showed a large split on the extension tube of the connector assembly. Use residue was observed in the extension tube and the catheter. A microscopic observation revealed a large s-shaped split near the collar of the extension tube. The split appeared to have a flat, smooth and granular fracture surface. A tactile test of applying tensile force to both sides of the extension tube near the split revealed reduced resistance, indicating a possible weakening of the material in that area. The same test was performed on an undamaged section of the extension tube, which revealed normal resistance. A functional test of infusing water into the catheter using a 12 ml syringe revealed that the catheter was partially occluded. The findings indicate that the damage to the extension tube was use-related. The presence of use residue and the partial occlusion likely contributed to increased pressure within the extension tube, potentially leading to the observed split. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that 7/11 inserted into patient. Used as an infusion line on multiple occasions. 10/1 doctor took blood sample. After taking the blood sample, flushed with 10cc syringe and locked with heparin. 10/2 when the nurse tried to connect the route, it was clear that the base of the catheter had torn, so it was removed. Infusion was given via peripheral IV. No other information was provided.